Event description:
In 2004, the hospital's perfusionist contacted the manufacturer and reported that the patient's power base unit (pbu) had slowed down and stopped without an alarm. The patient had transferred to battery power. The perfusionist removed the pbu from the patient's room. The manufacturer explained to the perfusionist, that the pbu cable may have been damaged by a bed or x-ray machine and to exam the cable closely. The hospital perfusionist asked the manufacturer to send out a person to evaluate the pbu. The patient remains on lvad support while awaiting a heart transplant.